Event description:
Customer got the following readings within ten minutes: 175 mg/dl, 310 mg/dl, 141 mg/dl, 153 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.